Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when trying to put the clip on the vessel, the surgeon noticed that first clip is not formed properly. After firing the second one, a few clips fell out of the instrument and he had to find and remove them from the abdomen. A competitor¿s device (reusable clip applier) was used to complete the procedure. There was a delay of fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.